Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump generated repeated occlusion alarms during a blood transfusion, resulting in the unit being infused over approximately 1 hour instead of the ordered 3 hours (over infusion) during patient infusion, while the patient remained stable with no signs of transfusion reaction. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow rate accuracy and delivered within specification. The event history log was reviewed for 28-apr-2026. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The pressure plate adjustment will be adjusted as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.